Event description:
In 2009, the patient reported she has an elevated blood glucose of 371 mg/dl with "large amounts of ketones" after seeing a purple indication on a ketone test. She was advised to speak with her healthcare professional but declined, and stated she currently feels okay and has treated her reading by bolusing insulin. She said, she has had blood glucose readings today that range from 147 mg/dl to 317 mg/dl. Troubleshooting did not find any product issues. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.